Event description:
A customer contacted beckman coulter, (bec), and reported that about 5ml of fluid leaked from the coulter lh 500 hematology analyzer. The leak was observed while the customer was troubleshooting with the customer technical service (cts) for failing startup. The leak was contained inside the instrument. Cts had the customer perform system test and found rear blood detector voltage out of range. Cts had the customer open the right side of the unit where they found some clenz leaking. Customer determined the leak was from the tubing through the pinch valve (pv49), which the customer was going to replace. The customer was wearing gloves, goggles, and a lab coat. There was no biohazard exposure to mucous membranes or open wounds. The customer called back later and stated they found a leak coming from the rinse block and requested service to check the lh 500 analyzer. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse primed diluent, inspected the tubing and functionality for the pinch valve (pv49). The fse also tested the functionality of the secondary blood sample valve (bsv) probe by doing several system tests, shutdowns, startups, latron cycles and running samples in secondary mode. Per the fse, the triple pinch valve on the front panel had broken ibeam slits and moved tubing to the center section of the pinch valve and continued normal operation. The fse indicated that startup and qc were within normal range. The fse could not replicate the second leak reported by the customer. Fse stated that the startup failure was probably caused by the leak and after troubleshooting, which included running several system tests and startups he found that the instrument was within specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The failure mode of this event was tubing through pinch valve (pv49) for the initial leak issue. However, the fse could not replicate the second leak at the probe nor the startup failure. (B)(4).